Manufacturer narrative:
Serial number was received on december 4, 2009, and with this investigation could begin.

Event description:
On (B)(6) 2009, a (B)(6) female had left breast reconstruction with a tissue expander and dermal graft and was released the next day. On or about (B)(6) 2009, the pt developed signs of an infection, which are described as "the left breast was red and swollen." She is also described as having a temperature of 103 degrees f. The pt was re-admitted to the hospital and treatment prescribed as IV antibiotics (oxacillin) and removal of the implant and tissue expander on (B)(6) 2009. On (B)(6) 2009, the wound site cultures were taken and grew (B)(6). The pt was also noted to have a wbc of 19,000. The pt was released from the hospital on (B)(6) 2009 and as of (B)(6) 2009, the pt's status is "improving and awaiting second reconstruction." Dose, frequency and route used: single use, 64. Therapy dates: (B)(6) 2009; (B)(6) 2009. Diagnosis for use: soft tissue repair.